Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 10/11/2015. The fse found that tubing at chamber cv242 was disconnected. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the unicel dxh 800 cellular analysis system. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.